Event description:
Same case as MFR#: 2134265-2012-03314. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occured. Vascular access was obtained via the brachial artery. The target lesion was located in the moderately tortuous right common iliac artery. The previously placed express vascular ld stent had in-stent restenosis. A 7.0 x 20, 135cm mustang balloon ruptured on the first inflation at 20atms the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR#: 2134265-2012-03314. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occured. Vascular access was obtained via the brachial artery. The target lesion was located in the moderately tortuous right common iliac artery. The previously placed express vascular ld stent had in-stent restenosis. A 7.0 x 20, 135cm mustang balloon ruptured on the first inflation at 20atms the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and examination noted that the balloon material was torn longitudinally for a distance of 4mm at approximately 18mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).